Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: free style libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's guardian that a pod was applied to the patient¿s lower back one day prior to the cannula dislodging while the patient was playing outdoors. Following the detachment, the patient experienced elevated blood glucose levels exceeding 400 mg/dl while wearing the pod between 37 and 48 hours. Mometasone (prescribed cream) was applied due to ongoing skin sensitivity. The patient's guardian also reported the use of bandages on some sites; however, adhesion issues and skin reactions persisted. Additionally, a burn-like skin reaction was noted on the arm associated with the adhesive. No medical intervention or hospitalization was reported. No further information was provided.